Manufacturer narrative:
Follow-up 2/23/2016: customer reports that bg levels had stabilized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 372 (mg/dl). An injection was administered to address bg levels. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to change infusion site and consult with health care provider to discuss diabetes management.